Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The open box contained two of the three tensioners within the box. The two returned sl360 towers in the box were both visually inspected and found to have been used successfully. In both towers the band was pulled through and sheared off at the bottom as intended. There is some blood on each of the two towers. The tower that is mentioned in the complaint was not returned in the open box; therefore the complaint cannot be verified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The plates remain implanted in the patient, the band/tensioners were returned to the manufacturer for evaluation. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the band/tensioner was dislodged from one of the box plates locking mechanism when the box was opened. The box plate was implanted without using the band/tensioner. He also stated that the band/tensioner was hard to remove from the x plate. There was no delay in surgery or injury to the patient.